Event description:
The patient was undergoing a thrombectomy procedure in the ba using the penumbra system reperfusion catheter and separator. Before the procedure, the patient was given 23,000,000 units intravenous (IV) tissue plasminogen activator (t-pa). An optimo guide catheter 9fr. Was deployed. A reperfusion catheter 054 and reperfusion catheter 032 were advanced to the target vessel along with a chikai 14 neurovascular guide wire. Aspiration was done with the separator 054 and 032 for 107 minutes. During recanalization from the distal ba to the p1, the physician perforated the p1 with the reperfusion catheter 032. The patient was then given 8,000 units of heparin. While stopping hemorrhage with a balloon, the physician retrieved the reperfusion catheter 032. The physician then conducted coil embolization to treat the vessel perforation. A computed tomography (CT) indicated that the hemorrhage stopped. The patient experienced deteriorating consciousness disorder. A magnetic resonance imaging (MRI) indicated that the whole brainstem was infarcted. Approximately 5 days later the patient expired. Physician's comment: the patient suffered the occluded ba and brainstem infarction so seriously before the operation. The cause of this event was perforation with the reperfusion catheter. I cannot conclude that the hemorrhage caused by the perforation was directly responsible for the death. The patient still had the occluded ba and furthermore developed deteriorating brainstem infarction.

Manufacturer narrative:
Perforations and hemorrhages are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.